Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a cyst under her left breast. The patient reported that the cyst had become infected. The patient's physician prescribed an antibiotic to address the cyst and infection. Additionally, the patient's physician authorized time out of the lifevest. The patient reported that the cyst had healed and that the patient had resumed use of the lifevest.